Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and a visual examination noted the balloon shell to be discolored, as it was dark green and blue in appearance. White particles were noted on the outer surface of the balloon shell. The center patch was noted to be discolored as well, and was light brown in appearance. A valve test was performed, and no blockage was noted. An air leak test was performed, and the balloon was noted to be leaking from four openings on the radius of the shell. Under microscopic analysis, all openings were noted to have striated edges, consistent with surgical damage and device removal activities. Yellow particulate matter was observed on the inner surface of the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera® system include: abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient with the orbera intragastric balloon had " intense epigastric pain for 3 days with abdominal distension. Physical examination, echo-cardiogram and endoscopy confirmed hyperinflated balloon". Device was removed.